Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation and asystole occurred during the ablation of the left inferior pulmonary vein (lipv). Intervention was done to rule out myocardial infarction (mi). No coronary blockage was observed. It was noted that air embolism from the balloon catheter was suspected. The console was found to have properly functioned, and a second ablation was completed on the left inferior pulmonary vein (lipv). The case was completed with cryo. No further patient complications have been reported as a result of this event.